Event description:
Complainant alleged that while attempting to treat a pt, the associated adult electrode pads were recognized as pediatric pads. Complainant indicated that the clinician obtained another ECG cable to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still investigation.